Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported after firing the er320, the clips were not staying secured around the vessel. The case was continued by opening a new clip applier. There was no consequence to the pt.